Event description:
It was reported that the patient required revision surgery.

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. If the device or additional information becomes available, it will be submitted on a supplemental report.